Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of hyperglycemia, leading to hospitalization for diabetic ketoacidosis (dka) and coma on (B)(6) 2018. The blood glucose level at the time of hospitalization was estimated to be between 700 mg/dl and 800 mg/dl. The length of hospitalization and specific treatment details are unknown. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.